Event description:
It was reported that during a procedure, when they plugged in safeair pencil into their generator it activated and burned a patient. The procedure was completed successfully without a delay; no medical intervention was reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, when they plugged in safeair pencil into their generator it activated and burned a patient. The procedure was completed successfully without a delay; no medical intervention was reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return